Event description:
While reviewing meter memory with call center, there was a reading of 100mg/dl within two minutes of a reading of 210 mg/dl on the advantage system. No controls were used. No serious injury or death. Requested return of suspect device and replacement was sent.